Event description:
Patient was having an mr procedure performed on him using the flex-m coil. During the procedure, the patient complained of a burning sensation on the back of his left hand. The procedure was stopped and patient was repositioned. Also, towels replaced a sheet inserted between this hand and the mr cable. The hand redness was checked during the scanning, but no blisters were seen at that time. The patient said he was fine after the scan. The next day, the patient called into the site to say there were two blisters that merged into one on the back of his left hand. There was no site confirmation of the actual blister.

Manufacturer narrative:
The fact that the cable of the flex-m coil may heat up in certain circumstances is known and warnings have been communicated to the user in the instructions for use. These kind of incidents can be prevented by isolating the cable from the skin of the patient by wedges, cushions, or the spacer accessory.